Event description:
I used the infusion set and found that my insulin was leaking. This has happened several times and you cannot correct it right away because you do not know how much insulin has gone into the body and how much has leaked out. I believe this is a manufactures quality control issue. My leaks are happening more often than in the past. This can cause a diabetic to go into ketoacidosis and lead to other problems. I know (B)(4) is aware because there have been complaints filed for over 10 years and you can see even more complaints in the past 3 years or so. I just do not believe this is user error as they are trying to say it is. I don't have the set that leaked, but I am sure I will have one soon that I will keep if it is needed.